Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with the cap (patient line pull ring) of two (2) amia automated pd cycler sets ¿falling off¿. This was further described by the patient as; ¿when I opened the lid, the cassette and the bag were connected, and the cap was falling off.¿ it was further stated that ¿the same thing even if patient started over with new cassette¿. This was identified during set up for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b5: the cassette connectors and bag connectors are connected by the kaguya device that first removes the caps. There was an issue during this function which causes the caps to fall out and the device to alert. The kaguya device did not function as intended. There was no issue with the amia automated pd cycler set. Should additional relevant information become available, a supplemental report will be submitted.